Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have a cracked tube adapter. The crack measures approximately 0.56mm x 3.60mm. There was no material missing as a result. Tube adapter breaks / crack typically occur during installation or removal of the tip accessory. The root cause of this failure is attributed to mishandling.

Event description:
It was reported that during central processing, single port (sp) monopolar cautery instrument plastic portion cracked at the distal tip where the sing use tip gets seated. There was no report of patient involvement or patient injury. Intuitive (isi) followed up with the initial reporter and obtained the following additional information: the reported issue involves a single port (sp) monopolar cautery instrument found to have a cracked plastic portion at the distal tip, specifically where the single-use tip is seated. This damage was identified in central processing prior to the instrument's reprocessing. According to the review of surgical logs, the instrument was last used during a procedure on system (B)(4) on (B)(6) 2025, and it was inspected prior to use with no damage or abnormalities noted at that time. During the surgery, the instrument did not collide with any other instrument or tool, and the procedure was completed using the same instrument without switching to a backup. After the procedure, the instrument was not inspected for damage in the operating room; the crack was only discovered during subsequent inspection in central processing. Importantly, the damage did not result in any fragment or part falling into the patient's anatomy, so no retrieval was necessary.